Event description:
The sales representative reported on behalf of the customer that the c6384 spectrum ii suture hook, disposable, straight device was being used during an unknown procedure on (B)(6) 2026 when it was reported ¿we had a disposable suture hook break when trying to pierce through tissue. We were able to pull both pieces out as the wire was still running through it.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation; however, photographic evidence has been provided. Root cause cannot be determined, however, based upon photo and IFU; a possible cause of this event could be lateral stresses to the instrument or device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 24 complaints, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. We will continue to monitor per regulatory requirements to help ensure patient safety.